Event description:
It was reported that upon interrogation, the pulse generator exhibited high ventricular rate and ventricular noise episodes. The device was reprogrammed. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).